Event description:
Reporter indicated the patient's vns generator was explanted due to severe pain at the generator site and was removed to preclude a serious injury. Follow up with the explanting hospital revealed the generator was discarded after the surgery.

Event description:
Reporter indicated a patient had the vns generator explanted on (B)(6) 2012 due to constant pain at the generator site in the chest and neck which was felt to be due to the presence of the device. Previously, the reporter felt the pain was not due to the vns but to the patient's psychiatric problems. No infection was present per the reporter. The patient has had no trauma and does not manipulate the vns. The pain began on (B)(6) 2012, and was not related to vns stimulation. No causal or contributory vns programming changes, medication changes, or other external factors preceded the onset of the pain. The vns was programmed off prior to explant and the reporter stated he does not feel there is a vns malfunction occurring. Attempts to the reporter to confirm if the vns was explanted to preclude a serious injury or for patient comfort are in progress. Attempts for return of the explanted generator are in progress.